Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
During a post market clinical trial, non-bwi sponsored, a (B)(6) female patient ((B)(6)) with a cha2ds2-vasc score 1 underwent a paroxysmal atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf catheter and developed atrial tachycardia requiring no interventions but prolonged hospitalization. The procedure was successfully completed. No device deficiencies were reported. Post-procedure ((B)(6) 2020), the patient developed atrial tachycardia. There¿s no indication that medical intervention was required. The physician considered the severity of the adverse event to be severe enough to require prolonged hospitalization. The principal investigator assessed this event as serious, not related to the device and maybe related to the procedure. On (B)(6) 2020, the patient fully recovered from the issue. Due to the implied relationship to the procedure, this event is to be reported for the event of ¿atrial tachycardia¿.